Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the same cartridge and issue resolved. It was also reported that the battery gauge was fluctuating. The customer's blood glucose was 110 - 120 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.